Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and moderately calcified lesion, located in the mid left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the physician was treating a lad/diag bifurcation lesion. A resolute onyx des stent was implanted in the lad and the stent delivery balloon was left in place. Then a second resolute onyx des was advanced over a second non-medtronic wire to the diagonal and met much resistance and as a result, the shaft experienced a severe kink and was restraightened during use. No attempt was made to inflate the stent balloon. The physician attempted to pull back on the stent delivery system and the shaft fractured completely at the hypotube. The physician was able to place hemostats on the shaft and remove the delivery system safely from the guide catheter. Patient status post-procedure is alive with no injury. The procedure was completed with another same size resolute onyx.

Manufacturer narrative:
Image review: review of the procedural images provided confirm the presence of moderately calcified lesion, located in the mid left anterior descending artery (lad) with 95% stenosis. Stent is delivered to the lesion in mid lad and the delivery system is still in place. It was reported that there were some difficulties during the delivery of the second stent in the diagonal artery. It was reported that the physician attempted to pull back on the stent delivery system and the shaft fractured completely at the hypotube but there is no evidence of that on the images provided. (There is a time gap of eight minutes between 4th and 5th image.) A replacement stent was successfully delivered and deployed from the lad/diagonal bifurcation. No images of the stent deformation/fracture were provided. The difficult lesion morphology in the lad and diagonal artery may have resulted in the deformation of the delivery system in the diagonal artery but that cannot be confirmed from the procedural images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with a detachment on the hypotube 20.5cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. A kink was evident on the stent causing misalignment to the 24th and 25th stent wraps. Slight deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube proximal and distal to the detachment site. If information is provided in the future, a supplemental report will be issued.